Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of performance data from the device revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri (elective replacement indicator). The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.

Event description:
The device was returned for analysis after being explanted for eri (elective replacement indicators). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.